Event description:
It was reported that the trident threads on the handle sheared. Surgeon was able to back the threads out of the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.